Event description:
It was reported that the patient presented for an implant procedure. The pacemaker to be implanted exhibited malfunction with the screw interface present in the device header. Multiple screwdrivers were tried, but the screw could not be normally inserted and tightened. The pacemaker was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of could not engage and tighten the ventricle setscrew was confirmed. Analysis revealed that many incorrect torque wrench insertions were made by the user which damaged the septum punching out pieces of the septum. These septum punch-outs landed in the setscrew inset filling it to the top. The wrench was then being blocked by the punch-outs from going far enough into the inset to engage and tighten the setscrew. As the user continued to try to engage the setscrew the setscrew was rotated out of the connector block socket now making the setscrew impossible to engage or tighten. The problem is related to the user's incorrect use of the torque wrench.